Event description:
The patient underwent an open reduction internal fixation (orif) procedure of the left distal humerus on (B)(6) 2013. As the surgeon was drilling with a 2.5mm drill bit to prepare to insert 3.4mm cortical screws, the tip of the drill bit broke off in the patients bone and remains implanted. The rest of the broken drill bit was retrieved and discarded by the hospital. The surgeon used another drill bit and completed the procedure with no further complications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.